Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the pcu displayed a system error. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The reported issue where the unit displayed system error was confirmed during log review and was reproduced during extensive laboratory testing. A review of the pcu error log indicated the presence of error code 800.8000.0, classified as a general error. No issues or malfunctions were recorded on the event date specified by the facility, march 18, 2025. However, the error occurred a total of three (3) times on march 15 and 16, 2025. Further analysis of the event and battery logs reveals that the error occurred each time a conditioning battery test was conducted on the suspect pcu. A battery conditioning test was conducted using the optimal conditioning configuration, but the device failed the test. The pcu power supply board was temporarily replaced for testing purposes only. The battery conditioning test was repeated successfully completed. The analysis determined that the issue was caused by a defective pcu power supply board. An asm preventive maintenance test was performed to verify device functionality with the provisional replaced boards, confirming that the device was operating without issues. Per the bd alaris system error tipsheet, the bd alaris¿ pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Operation will continue on all channels; current infusions are not affected but the module cannot accept any new changes to the rate, dose or volume to be infused (vtbi). Obtain a new pcu. Do not power down until a new pcu is available. Operation will continue on all channels during this time. Programmed settings on the module are not restorable, any current rate, dose and vtbi settings should be noted and recorded prior to powering down the pcu. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. There was no patient involvement. Notes to repair center: please replace the pcu power supply board and switching power supply due investigation results. The pcu was disassembled during the investigation; please ensure proper assembly and torque screws as required. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the pcu displayed a system error. There was no patient involvement.